Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic sampling of bronchial lesions procedure under sedation, the single use biopsy valve became damaged and detached and fell into the patient¿s body. Although retrieval was attempted, the piece became embedded inside the patient and could not be recovered. The procedure was completed successfully by replacing with a new device of the same type with no significant delay. The patient experienced no health hazards aside from the component falling inside the body, and no additional anesthesia or treatment was required. The patient¿s condition remained stable.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h7, and h9. This supplemental report is being submitted to provide the results of the final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported event occurred due to damage to the biopsy valve, but the root cause could not be identified. Based on the reproducibility verification confirmation results, it is possible that inserting or removing forceps or syringes at an angle applied stress to the slit section inside the biopsy valve, causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.